Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display screen was intermittently "projecting light from around the edge" of the touch screen. Customer's blood glucose level was 85 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.